Manufacturer narrative:
Device evaluation the apollo micro catheter was returned for evaluation and the clinical observation was confirmed as the detachable tip was found to be detached from the micro catheter. The tip was not returned as it remains in the patient. There were no issues found with the micro catheter hub or body and no other anomalies were observed. The cause of the reported event could not be determined. It is possible the patient¿s reported ¿severe¿ vessel tortuosity contributed to the reported issue. Premature tip detachment can occur during navigation, insertion of the guidewire or repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Per the apollo IFU (instructions for use): precautions ¿ ¿during navigation, check that the distal tip of the catheter is not kinked before passing the guidewire through it. Kinking or prolapsing of the catheter may result in unintended rupture of the catheter. Navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo is expected to return for evaluation. Once evaluation is complete, a supplemental report will be submitted.

Event description:
Medtronic received information that when navigating the apollo through small feeders of the avm, it was reported that the navigability of the catheter was unsuccessful. When removing the apollo, the tip prematurely detached and remained in the patient in one of the feeders of the avm. There is no injury and the treatment was completed with another 2 catheters. The patient was receiving the embolization procedure to treat an intracranial left frontal avm. Vessel tortuosity was severe and the access vessel was the left ica at 4mm. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as directed. The tip was not shaped. There was no force applied during removal, however, the tip detached when pulling the catheter back. There was no surgical or medical intervention required.